Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the right foot pedal was stuck, preventing the locks from engaging, the fe made adjustments to the foot pedals and verified that it was working properly.

Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in both lateral and longitudinal directions without resistance. The issue was discovered as the table was being set up to use. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.